Event description:
Nurse (rn) snaps the vial to release the solution, the glass actually comes through the plastic and cuts the nurse.what was the original intended procedure?intravenous (IV) startdevice #1is this a laboratory device or laboratory test?no